Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
The doctor reports that the patient had a post right total knee replacement done on (B)(6) 2018 has a flexion contraction of his knee and he requested to exchange the insert from a 13mm to a 9mm and perform various releases to get extension. The poly was exchanged without incident. Nearly full extension was achieved. No more information available.